Event description:
The device was used during a functional end-to-end anastomosis. Reportedly, staples did not form properly. The surgeon resected additional tissue and applied another device.

Manufacturer narrative:
1/22/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.